Event description:
(B)(4). No injury alleged. Malfunction alleged. MDR filed. Independent repair center: customer alleged alarming/red light and the key failure is the valve is sticking. Associated malfunctions for this device: intake and cabinet filters are dirty.